Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (thigh), while wearing the device. The patient reports having inflammation and redness as well as purulent discharge at the pod infusion site. The patient had gone to a routine doctors visit and was prescribed cream. The patient reports they had not used the prescribed cream as the site had healed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.